Manufacturer narrative:
As per the indications for use of the ijs-e system, "the system is intended to provide temporary stabilization of the elbow joint after trauma or chronic elbow dislocation. Potential ijs-e construct failures such as stress fractures of the bones, loosening of the construct, instability, delayed soft tissue healing, or incomplete healing may occur." Furthermore, the device's contraindications state " the ijs-e system should not be used if the following are present: active or latent infection, sepsis, insufficient quantity/quality of bone (bone loss greater than 30% of the total articulation or involving an entire column of the distal humerus, coronoid bone loss of 50% or more) and/or soft tissue, material sensitivity, or patients with open growth plates." The implant is intended for temporary stabilization while bone and ligament healing occurs. The ijs-elbow system is not intended to be a load-bearing implant. As per reports, the surgeon installed the implant to "salvage the natural anatomy for a patient who likely needs a total elbow replacement down the road." The x-rays indicate the patient had severe bone deformity and was not an indication for the ijs-elbow system. As per sd's investigation, the available information indicates noncompliance with the ijs-e system's instructions for use. As per reports from the surgeon, prior to implantation they were aware that this case would push the limits of the ijs-e system and possibly would result in ineffective treatment.

Event description:
Distal connecting rod of ijs-e stabilizer broke 6 months post-op. Patient is a female 5'4 220 lbs.